Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter did not turn on. The patient told the medical affairs specialist (mas), the meter had never turned on. She replaced the meter batteries and the meter still did not turn on. The patient said she was unable to test her blood glucose level for about 15 days due to the meter issue. She continued to take lantus insulin, 15 units each night and humalog insulin with meals. She said she "guessed" how much humalog insulin to take because she could not test her blood glucose level. During the time, she could not test her blood glucose, the patient experienced disorientation about 2 hours after taking humalog insulin. She could not recall the specific dates and times of the incidents. Ems was called during both incidents. Emt's obtained a reading of 23 mg/dl on the first call and a reading of 35 mg/dl on the second call. The patient was treated with IV glucose during both incidents. The customer care advocate (cca) confirmed that the batteries were the correct type and were correctly installed. The test strips were correct. The meter did not turn on when the power button was pressed or when a test strip was inserted in the test strip port. The meter, test strips, and control solution were replaced. The mas advised the patient to call lfs as soon as she experiences any problem with lfs products. The complaint is reported because the patient alleged she was unable to obtain a reading on the lfs product. She claimed she took insulin by guessing at the correct dose and later experienced symptoms that suggested hypoglycemia and hypoglycemic readings on ems meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.